Manufacturer narrative:
No product has been returned and a valid serial/lot number has not been provided for the meter and test strips. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle strips was reviewed and the DHR showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. A DHR (device history review) for the lite meter freestyle was reviewed and the DHR showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was completed for the lite meter freestyle and the reported complaint and no confirmed complaints were observed. A tripped trend review was completed for the freestyle strips and the reported complaint and no confirmed complaints were observed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Abbott diabetes care received an email from a customer that reported the following information: customer reported her adc blood glucose meter was not reading right, noting she wasn¿t able to get a reading since (B)(6) 2018. She further reported that due to this she was hospitalized since she ¿was not able to check my sugar¿ and ¿I almost died¿. There was no information regarding the specific diagnosis or treatment at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an email from a customer that reported the following information: customer reported her adc blood glucose meter was not reading right, noting she wasn't able to get a reading since (B)(6) 2018. She further reported that due to this she was hospitalized since she ¿was not able to check my sugar¿ and ¿I almost died¿. There was no information regarding the specific diagnosis or treatment at the hospital. There was no report of death or permanent injury associated with this event.